Event description:
The user facility reported that the device would not hold pressure twice during a surgical procedure. A second device was used to complete the procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
The user facility reported that the device would not hold pressure twice during a surgical procedure. A second device was used to complete the procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.